Manufacturer narrative:
The reported complaint was confirmed. The customer does not use the monitor and they have an extra monitor in case they would need it. Unit will not be returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the fsr, he has not received authorization for repair of the device from the user facility and may not because they do not need it according to perfusion.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the back-up arterial monitor would not power up. The arterial monitor was not currently in use nor is it connected to a heart-lung bypass machine. There was no patient involvement.